Event description:
User has been using the mm brand for 6mo with no issue; however with this box, 1 pen needle broke into her injection site. User was able to remove it on her own and not required to medical attention afterwards. User also had one pen needle to bend afterwards as well. User is almost finished with the box and had no issues before these two. We do not know the rx she is injecting.